Event description:
During a percutaneous transluminal coronary angioplasty of iliac artery, the balloon malfunctioned and the stent sheared off the balloon. When attempting to remove the stent, stent broke off in vessel. Patient taken to operating room for removal of stent.